Event description:
It was reported that a clearlink non-dehp extension set with filter leaked from a crack in the housing. This occurred during patient infusion of monoclonal antibodies (chemotherapy). The reporter stated that the solution leaked onto the bed linens, but did not touch the patient or user. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.